Manufacturer narrative:
The device was inspected at the factory and the bearings in the head catridge had failed. The device was out of warranty and no manufacturer defects were noted.

Event description:
Dr. Sent device in for repair noting it gets hot during operation.